Manufacturer narrative:
Per report, "error 1 and error 2 on blood pressure monitor. Keeps inflating beyond 200 and the customer had to pull it off her arm. Requesting a different model replacement because this is her 2nd one of the current model that has been defective." Due diligence has been completed. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "error 1 and error 2 on blood pressure monitor. Keeps inflating beyond 200 and the customer had to pull it off her arm. Requesting a different model replacement because this is her 2nd one of the current model that has been defective."